Event description:
It was reported that during a colon procedure, the white part of the blade fell out, but was still attached to the device and did not fall into the patient. Another like device was used to complete the case. No patient consequence.